Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter break is confirmed, but cause is unknown. One photograph of what appears to be a per-q-cath catheter in a transparent bag was returned for evaluation. A circle in the picture appears to indicate an apparent break in the catheter. As what appears to be a full break of the catheter is featured in the returned photo, the complaint is confirmed, however cause is unknown. Possible causes include sharp instrument damage, excessive pressure during infusion, and tensile force on the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that there was leakage from the catheter. It was stated the nurse checked the status of catheter and found the proximal part of the catheter was detached from the hub. The catheter had been placed for 8 months. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter break is confirmed, but cause is unknown. One photograph of what appears to be a per-q-cath catheter in a transparent bag was returned for evaluation. A circle in the picture appears to indicate an apparent break in the catheter. As what appears to be a full break of the catheter is featured in the returned photo, the complaint is confirmed, however cause is unknown. Possible causes include sharp instrument damage, excessive pressure during infusion, and tensile force on the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that there was leakage from the catheter. It was stated the nurse checked the status of catheter and found the proximal part of the catheter was detached from the hub. The catheter had been placed for 8 months. No patient injury was reported.